Event description:
It was reported that high impedance was detected on the patient's vns. X-rays of the vns were reviewed by the manufacturer, but due to the quality of the images no cause of the high impedance could be determined from the x-rays. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.